Event description:
It was reported that recommendations were requested to program this cardiac resynchronization therapy defibrillator (crt-d) into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, the left ventricular (lv) lead pacing impedances were found to be high out of range in some vectors, measuring above 2100 ohms. Consequently, the system no longer qualified as MRI conditional; therefore, ts recommended not proceeding with the MRI until a lead integrity issue was ruled out or an off-label scan order was provided by cardiology. No adverse patient effects were reported. This crt-d remains in service.